Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Reportedly the customer removed the washer off of the pushrod while trouble shooting for o-ring on the pneumatic tap. The customer was able to remove the o-ring from the pump, however due to the missing pushrod no cartridge could be loaded. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.